Event description:
Additional information notes the lead was capped on (B)(6), 2013 and now being explanted on (B)(6), 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a loss of capture. The lead was capped.